Event description:
Hcp, who has been working in hosps since age 16, is now unemployed due to latex allergy. Initial reaction in 1994 was nausea and vomiting for 2 weeks following adental procedure. Pt has also had itchy, swollen eyes, prfuse seating and most recently an asthma attack following prolonged exposure during multiple surgical procedures. Asthma was treated with epinephrine neb.